Manufacturer narrative:
The risk due to mechanical impact and suspended masses are considered as acceptable. The probability of occurrence of such an issue can be detected and prevented by performing a device check ahead of the procedure, which is described in the instruction for use. Furthermore, the stand has a limit of downward movement, which prevents the unintended downward movement toward the patient. Descriptions of changes: field g1-2: updated contact office information field g7: updated to "follow-up #: 1" field h2: selected "device evaluation" field h3: selected evaluation summary attached. Field h6: updated investigation findings to "3243". " 140 " " 115 " . Updated investigation conclusions to "51" field h10: added manufacturer narrative. Added descriptions of changes.

Manufacturer narrative:
There was a malfunction in the stand arm. The arm is driven by a toothed belt. The toothed belt is broken after 12 years usage, which also had influence on the balancing system, and this caused the device's arm to fall. However it must be mentioned that the lumera t has a downward limitation screw, which prevent the arm from touching or hurting the patient, if it is correctly adjusted. However in this case, the screw was not set correctly before usage. The whole arm is required for further investigation on manufacturer's site. A CAPA was opened for further investigation and the potential corrective action.

Event description:
A healthcare professional (hcp) reported that during preparation of a cataract case, the arm of lumera t suddenly fell over the patient, when the surgeon released the brakes to position the microscope to begin the surgery. The surgeon grasped the handles of the microscope and stopped the arm's travel a few millimeters above the patient's face.